Event description:
It was reported to philips that the device fails extended self test for defib and pacer, error codes 00080 & 90008. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device extended self test failed the defib test, power on error 80. There was no reported patient involvement.